Event description:
Reportedly, valve explanted after 6 years implant duration due to an unknown reason. Valve not available to be returned for evaluation. No further information available.

Manufacturer narrative:
Device not returned for evaluation.